Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500mg/dl associated with an alleged occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the occlusion sensitivity was programmed to low. Insulin was able to be easily pushed through the tubing, and an air bolus was performed successfully during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.

Manufacturer narrative:
Date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed an occlusion alarm with high force. The rewind, load, and prime steps were performed successfully. The pump was was run for 24 hours with no occlusions. The pump detected the correct force. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.